Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2015 with blood glucose of 400 mg/dl. Customer had symptom of vomiting, sweating, and shaking. Customer's emergency room visit was due to high blood glucose caused by taking non-prescription drugs. Customer was not admitted into the hospital. Customer was wearing insulin pump at the time of emergency room visit, but was not aware if it was connected or not due to being on drugs. Customer reported that issue was due to not taking care of himself due to being on drugs. Troubleshooting was declined.